Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that there was a bent blunt tip passive planar probe. No patient harm was reported. There were no additional complications reported or anticipated as a result of the event.